Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that they accidently turned their therapy off when adjusting the stimulation. Patient reported that the issue has resolved.

Event description:
It was reported that the patient stated they typically charge their implant every night at bedtime, usually taking 5-10 minutes to reach a full charge. However, recently, upon pressing the recharger, the fully charged icon appeared immediately, and the efficiency bar did not display at the start of charging. Patient services instructed the patient to connect with their patient programmer to verify if the therapy was turned on, leading to the discovery that the therapy was off. The agent reviewed the issue with the patient, who will continue to monitor the situation. The patient was advised to consult their healthcare provider if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.